Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (25c022av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Device entanglement with another device (e.g., stent) and separation- in patient are known potential complications associated with the embotrap iii device. Device entanglement with another device could prevent device retrieval and could cause damage to the device with the potential to result in vessel damage, the release of emboli and subsequent ischemia or infarct, and/or the need for additional intervention. Additionally, the separation of the device could result in vessel damage, embolization, ischemia or infarct, and/or the need for additional intervention. It is important to note, the instructions for use (IFU) for the embotrap iii device states the use of the device is contraindicated for patients with angiographic evidence of carotid dissection. Further, users are cautioned not to withdraw the deployed device through a previously stented vessel. If it becomes necessary to cross a deployed stent to access a clot, first ensure that the stent can be crossed with the guide or intermediate catheter. The device should then be fully pulled back into guide or intermediate catheter prior to retrieval through the stent. In this case, the cage assembly of embotrap became entangled with the implanted stent resulting in separation of the device, which remained in the patient. The patient¿s outcome remains undetermined; therefore, the severity of this event is unknown. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure on a patient with carotid artery dissection and an occlusion in the m2 segment of the middle cerebral artery (mca), the physician successfully retrieved the thrombus from the m2 segment on the first pass using a 5mm x 37mm embotrap iii revascularization device (eet307537 / 25c022av). He then continued with the procedure to address the carotid artery dissection using a carotid stent system (unspecified manufacturer). It was reported that then a second occlusion was observed in the mca; the physician ¿used other devices¿ and the embotrap iii to take out the clot. ¿during the retrieving phase with the embotrap,¿ the distal part of the embotrap hooked on the distal part of the carotid stent and the physician could not maneuver the embotrap device in any direction. An unsuccessful resheathing attempt was made. It was then reported that after multiple attempts, the delivery wire on the embotrap device became detached from the stent component. The detached delivery wire remains in the patient. At the time of the complaint initiation, the patient¿s clinical outcome remains undetermined.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 20-sep-2025. [Additional information]: on 20-sep-2025, additional information was received. Per the information, the patient has been discharged to long-term care on (B)(6) 2025. The information indicated that the delivery wire remaining in the patient caused no symptoms (the length of [the delivery] wire remaining was approximately 2cm and it was positioned in [the] vessel without any flow). The patient¿s hospitalization was prolonged, because ¿after the event any other chances of clot removal were limited so patient remained without adequate revascularization. This resulted in a potentially longer hospital stay because his symptoms did not resolve, however since results after a successful thrombectomy are also varied, it is impossible to determine whether patients¿ status would have been different without the event.¿ the information indicated that the first occlusion was a red clot in the m2 segment of the middle cerebral artery that was approximately 20mm. There was no excessive vessel tortuosity. Regarding the cause of the carotid dissection that was the patient¿s original presentation, the information indicated that the cause was unclear. ¿[the] patient was found after he drove his car off the road, he was found sitting on the ground with slurred speech. Therefore, the dissection could have been spontaneous and the cause of the car crash or could have been traumatic - the result of the crash itself.¿ the occlusion in the m2 of the mca the patient was presented with was most likely due to the carotid artery dissection. The second occlusion was not found immediately after the successful removal of the thrombus in the m2 using the embotrap iii device. Per the information, ¿after successful thrombectomy (1 pass) we continued with carotid dissection stenting. In angio after implantation of two carotid stents and post-dilatation there was new thrombosis of [the mca] in the m1 [segment].¿ the etiology of the second occlusion was most likely caused from additional thrombus dislodged from dissection flaps while stenting or post-dilation. The second occlusion was more proximal than the initial occlusion in the m1 segment. There was no difficulty deploying the embotrap iii device during the attempt to remove the second occlusion. The information indicated that the detached delivery wire from the embotrap iii device did not end up in the area of the mca where the second occlusion was observed; it was within the stented part of the carotid artery ¿ in the distal c2 segment. The information confirmed the embotrap iii device made a total of two (2) passes with the delivery wire becoming separated / detached on the second pass during the attempt to remove the second occlusion. Anonymized images are available; however, the information indicated the following: ¿yes, but I don¿t have available software to anonymize the dicom files. Please advise how you would like to receive them anonymously.¿ there was no additional attempt(s) to remove the detached delivery wire. There is no planned future procedure to remove the detached delivery wire. The pre-procedure tici score was 0 and the post-procedure tici score was 2a. There information indicated that there was no obstructed blood flow in the target vessel due to the detached delivery wire. ¿the obstructed flow was because when performing the second thrombectomy, due to loss of support, the whole system (sheath, aspiration cath, stent retriever) got retracted a few centimeters proximally. This facilitated the entanglement of embotrap device (with a clot) with c guard stent and probably a remaining dissection flap (there was still dissection remaining distal to the carotid stent). This combination and failed attempts at resheathing the stent retriever resulted in detachment of wire. The occlusion that followed was not because of detached wire but because of the remaining entanglement of stent retriever, stent, thrombus and intimal flap. Additional attempts to pass this occlusion were unsuccessful.¿ the patient received integrilin infusion to help the clot reabsorption (initially selective infusion via posterior circulation- posterior communicating artery (pcom) to middle cerebral artery (mca), after 15 minutes, there was some limited flow. The patient remained on integrilin infusion for 24 hours).¿ the concomitant microcatheter used to deliver the embotrap iii device was a rebar¿ 18 microcatheter (medtronic). Continuous flush was not maintained through the microcatheter during the procedure. The ¿other devices¿ the physician used with the embotrap iii device in attempt to remove the second occlusion was a cerebase sheath and a sofia¿ 6f intermediate catheter (terumo neuro). Updated sections: b.4, g.3, g.6, h.2, h.6, h.11, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.